Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, its rate was out of specification. The epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that when the external pulse generator (epg) was connected to a patient, its rate was out of specification. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event. The rate was out of specification due to the interconnect flex being out of electrical specification. It was further noted that the output connector was damaged. Additional detailed analysis was subsequently conducted on the interconnect flex. All testing passed, with no defect found. (B)(4).

Manufacturer narrative:
Additional analysis results are available on this interconnect flex. Cross-sectioning has shown discontinuous compacted layers of pulverized and oxidized tin and lead at both the pin and the flex solder surfaces at the contact areas between the pins and the flex tape solder pads from this device. This is evidence of fretting corrosion and is the reason for the resistance increase and variability of contacts in the connectors from this device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).